Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the name of the procedure? It was a CABG; bypass procedure. When were the needles broke (in the package, during removal from package, during handling or during use on the patient)? Please specify the needles broke while they used them intra op; after removing them from the package; when they started suturing in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2021. H6 component code: g07002 no device problem. H3 investigational narrative: a suture needle, labeled as product code v570g was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that a fracture was not observed on any of the needles; therefore, no additional analysis was performed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? When were the needles broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-09692.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was to be used. During the procedure, sutures of the same batch were opened and the needles were found broken. No adverse patient consequences were reported. Additional information was requested.